Event description:
Trocar broke off in pt during cholecystectomy (laproscopic) at tip and at top of shaft. All pieces retrieved except distal tip. Intra peritoneal search and xray did not locate. Risk of opening abdomen to search for plastic outweighed the benefit - presumed plastic was not in abdomen after re examination.